Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alerting 02 low flow, air leak, and fluid delivery line (fdl) open. They have already attempted to empty, disconnect and reconnect, but device was still giving the same alerts. Hypothermia cooling targeted temperature (tt) was 96.8f, patient temperature (pt) was 96.7f, water temperature (wt) was 63f, water flow rate (wfr) was 0 lm. 4 pads connected to adult patient. Walked through stop therapy, empty and disconnect pads. Placed device in manual control at 63f. System diagnostics with no pads showed that the outlet monitor temperature (t1) was 59.2f, outlet control temperature (t2) was 59.2f, inlet temperature (t3) was 92.7f, chiller temperature (t4) was 45.5f, water flow rate (wfr) was 0 lm, inlet pressure (ip) was -0.1psi circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 5, system hours were 3285.7 and pump hours were 661.5. Device alerted 41 low internal flow. Walked through disabling manual control. Advised swapping out to alternate device. Send this one to biomed labeled alert 41. Sn (B)(6). Walked through setting up alternate device and adjusting cool time.